Manufacturer narrative:
The customer¿s report that the set leaked was not confirmed. Visual inspection of the set showed no anomalies. Functional and pressure testing was performed; no leaks were observed on the set. The root cause of the reported leak was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the set leaked, location unspecified. There was no patient harm reported. Virtually no other information is available.